Event description:
The bowel perforation was previously reported on the transvenous system that was explanted. Additional information that was received, confirmed the perforation actually occurred while tunneling the s-ICD replacement electrode. A new report will be created to document the perforation on the s-ICD electrode.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Previously, it was reported that this product was explanted in (B)(6) 2014. That information was incorrect. The device and rv lead were taken out of service, but left implanted at that time. The true explant date occurred on (B)(6) 2014. The rv lead was not returned for analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high pacing lead impedance measurement greater than 2,000 ohms with noise and high pacing threshold. Boston scientific technical services (ts) discussed possible cause of the observations and suggested to perform chest x-ray. The patient had a fall on her left shoulder which is the same location as her device two years ago. No report of inappropriate shocks. Additional information was received and indicated that the noise was being oversensed but no report of pacing inhibition. The lead perforated the bowel while tunneling the day after the implant. The system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.